Event description:
It was reported that guidewire entrapment occurred. A 2.5x80x150 coyote balloon was selected for a procedure. During the procedure, it was reported that the coyote was not able to move over the .014 v-14 guidewire. It was further reported that the coyote became stuck on the .014 v-14 wire. No patient complications were reported and the procedure was completed successfully using an alternate device.

Manufacturer narrative:
B3: date of event: date approximated to (B)(6) 2021 based on the date boston scientific was made aware of this event. D9: returned to manufacturer date. It was originally reported the return date was 07/02/2021 however, the device was received by the correct complaint investigation site on 08/09/2021. Device returned and evaluated by manufacturer. Visual inspection revealed the device was loaded in a coyote device, the wire distal section was stuck and the polymer jacket was peeled from the distal tip and the distal section was kinked. Under microscope inspection it was confirmed the polymer jacket was peeled and the distal tip was kinked. Additionally, the wire stuck in the coyote device was confirmed.

Event description:
It was reported that guidewire entrapment occurred. A 2.5x80x150 coyote balloon was selected for a procedure. During the procedure, it was reported that the coyote was not able to move over the .014 v-14 guidewire. It was further reported that the coyote became stuck on the .014 v-14 wire. No patient complications were reported and the procedure was completed successfully using an alternate device.

Manufacturer narrative:
B3: date of event: date approximated to 6/1/2021 based on the date boston scientific was made aware of this event. D9: returned to manufacturer date. It was originally reported the return date was 07/02/2021 however, the device was received by the correct complaint investigation site on 08/09/2021. Device returned and evaluated by manufacturer. Unit was returned in a generic plastic bag together with a coyote device. The returned device matches the upn provided by the customer. Analysis of returned product revealed that the distal tip section was kinked with a section of the core wire exposed, as the polymer jacket was detached and peeled. Consequently, the reported clinical observation is confirmed, since the device condition could have contributed to the reported entrapment. Additionally, the guidewire was complete according to the dimensional test results.

Manufacturer narrative:
Date of event: date approximated to (B)(6) 2021 based on the date boston scientific was made aware of this event.

Event description:
It was reported that guidewire entrapment occurred. A 2.5x80x150 coyote balloon was selected for a procedure. During the procedure, it was reported that the coyote was not able to move over the .014 v-14 guidewire. It was further reported that the coyote became stuck on the .014 v-14 wire. No patient complications were reported and the procedure was completed successfully using an alternate device.